Event description:
It was reported that the capture threshold on the right atrial lead had increased and was high compared to how the lead was programmed when the patient arrived at the clinic visit. It was also noted that the impedance trend was "pretty stable." It was also noted that the patient had a fall in (B)(6) 2012 which caused a hip fracture, but it was unknown if there was any trauma to the lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l device: 5024m implantable pacing lead (B)(6) 1999. (B)(4).